Event description:
Bi-polar cord was connected to bi-polar instrument. Instrument inserted into trocar. Activated when cord connected to instrument. Instrument touching small bowel causing blanched and bruised area of small bowel. Bovie foot pedal not touched by physician or staff. Activated itself. Physician retracted instrument immediately but instrument remained active till disconnected from power source. Event required bowel re-section on pt. Preliminary investigation by hosp bio-med shows no problem or malfunction. Returning to MFR.